Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the capped portion of the lead was explanted and returned for analysis.

Manufacturer narrative:
A partial lead with the distal tip measuring 35.4cm was returned for analysis. External insulation abrasion was noted at 7.0-8.1cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was damaged during explant at this location. Externalized conductors due to internal insulation abrasion were noted at 27.8-30.6cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 15.7-17.3cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was capped and replaced. The patient tolerated the procedure well.